Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, the case was completed with no complications. It should be noted that the patient had some polyps and cavity was described as "fluffy". Post procedure, the patient complained of cramping and was admitted overnight for observation, then given medication (exact drug unknown). There were no further patient complications reported with this event.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.